Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead system experienced a syncopal episode, but was not hurt. Upon evaluation, noise with oversensing was noted and this resulted in at least four seconds of pacing inhibition in this dependent patient. No noise was able to be reproduced in clinic, and the physician reprogrammed the rv sensitivity. It was noted that the patient was in an area of a lot of power lines at the time of the event. A subsequent evaluation was performed and a stored episode for true nonsustained ventricular tachycardia, showed noise on the lead while the patient was exercising, but pacing inhibition was less than two seconds long. Troubleshooting and evaluation options were discussed with the field representative. No additional adverse patient effects have been reported. At this time, the physician has decided to monitor.

Event description:
Additional information was received that surgical intervention was performed due to the oversensing. The rv lead was explanted and a competitor's rv lead was implanted; this generator remains in service. It was noted that the lead would not be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies; the header was completely intact. [Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The field observations were not confirmed by analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information has been received that this device was electively replaced as the patient required an left ventricular (lv) lead that was not supported by this device. No adverse patient effects were reported.